Event description:
The customer reported that although they believed alarms were occurring, they also believe that the staff were not responsive to the alarms and a pt death occurred.

Manufacturer narrative:
(B)(4): the customer reported that although they believe alarms were occurring, they also believe that the staff were not responsive to the alarms and a pt death occurred. We will consider that the failure to respond to the pt immediately was a contributing factor. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.